Event description:
It was reported that during a returned order service, an error message stating that motor is not operational when trying to infuse occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device operator is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: b5: additional information received on 15-nov-2022 via email and attached to complaint object: the motor is not operational; date of the event: 11/9/2022; the reported event did not occur during patient use; the event did not result in patient harm; medical intervention was not required. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: g4: correction: date received by manufacturer: 11/07/2022.

Manufacturer narrative:
Device evaluation: the tamper seals visually inspected and discovered to not be broken. "Motor not running" was found during review of the event history log. An occlusion test was conducted as part of the functional testing, "motor not running" was replicated. Replaced worm coupling as it did not operate as intended. Pm preformed and all functional testing completed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.